Event description:
The user was experiencing issues with bicarbonate results and was investigating possible co2 environmental contamination due to open dry ice storage containers in the lab. The user provided results of 52 pt serum samples, of which 5 were discrepant. All results are in mmol per l. On (B) (6) 2009, sample 1 initial result was 19.1 with a data flag, repeat results were 19.2 and 24.5. On (B) (6) 2009, sample 2 initial result was 34.9, repeat result was 26.1 after recalibration. On (B) (6) 2009, sample 2 initial result was 33.8 with a data flag, repeat result was 26.3 with a fresh cassette and recalibration and qc. Sample 3 initial result was 31.4, repeat result was 24.3 after the new reagent and recalibration and qc. On (B) (6) 2009, sample 5 initial result was 19.1 with a data flag, repeat result was 25 after recalibration and qc. None of the erroneous results were reported. The field service representative determined there was a problem with bacteria and decontaminated the analyzer. He verified the analyzer performance by running calibration and qc. Follow up with the user confirmed no further events occurred after the service visit.